Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is a part of that recall. Based on the information the lead did not act in a manner consistent with the recall. Product event summary: a distal portion of the lead was received measuring 41 cm. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant products: product ID d224trk, implantable cardioverter defibrillator, (B)(6) 2009; 4193, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification. Additional information has been requested regarding the reason the lead was explanted, but it is not available. No patient complications have been reported as a result of this event.